Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 13th february 2015 and performed to specification up to the (B)(6) 2015. The pad-pak was removed. The pad-pak was reinstalled on the (B)(6) 2016 and the device passed a self-test. No further log entries were recorded. The returned pad-pak was inserted into the device and passed a self-test. Test therapy was carried out and the device delivered a test shock without fault. An acceptable measurement was recorded. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.